Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed frequent low battery warnings. The pump¿s electrical draws were tested and were found to be within required specifications. During testing, the pump successfully completed the ez-prime steps without any power issues, reboots, or call service alarms. During investigation, the battery compartment was found to be cracked along the side of the pump and above the bumper pad. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.